Manufacturer narrative:
H.10. Correction to g3: aware date was submitted as 11/sep/2024. However, the correct aware date should be 10/sep/2024.

Event description:
Healthcare professional (hcp) reported that a patient was injected with unspecified juvéderm® volift¿ in the lips. An average of 6 months later, patient experienced irregular swellings with a granuloma-like appearance. The filler failed to integrate into the tissue, when hcp applied light pressure during melting, the filler came out in a gushing manner. Although the filler has been dissolved, the symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the second suspect product, unspecified juvéderm® volift¿.

Manufacturer narrative:
Clarifications to e.1.: phone number: +(B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with unspecified juvéderm® volift¿ in the lips. An average of 6 months later, patient experienced irregular swellings with a granuloma-like appearance. The filler failed to integrate into the tissue, when hcp applied light pressure during melting, the filler came out in a gushing manner. Although the filler has been dissolved, the symptoms are ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4) (emdr-50595). This MDR is being submitted for the second suspect product, unspecified juvéderm® volift¿.